Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Evaluation of the log files show o2 related alarms. Further investigation, shows the valve is leaking. As a resolution, the valve was replaced to resolve the issue. Testing of the returned valve confirmed that the valve was defective.

Event description:
The customer reported alarm 307 "writing to eeprom failed". However, log file shows alarms 379 and 389 both indicate no o2 dosing possible. At this time, there was no information regarding the occurrence of the event as well as patient involvement.